Event description:
It was reported the patient lost effective stimulation following a fall. When the stimulation is turned on the patient experiences a pressure sensation in her hips. Reprogramming provided stimulation but it did not cover all of the patient's painful areas. The patient will meet with her new physician and the sjm rep for reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.